Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, a keypad button response issue, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery compartment was observed to be cracked. The battery cap threads were stripped and it could not be properly secured to the pump; a test cap was used to complete investigation. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive; the ok button responded properly. The keypad cover was removed and contamination was found under the contrast, up arrow, and down arrow key contacts. (B)(6).